Manufacturer narrative:
A beckman coulter customer technical support (cts) reviewed the customer's provided data and suspected possible sample interference due to the patient has monoclonal igm gammopathy. The customer was advised to send the patient¿s future samples to another laboratory to be tested on a different methodology for confirmation. No specific failure mode has been identified. No hardware, equipment, reagent or consumable malfunction was identified. The customer did not request for service. Beckman coulter internal identifier is (B)(4). Sample was from an (B)(6) male patient. Other patient demographic information was not provided. (B)(6).

Event description:
The customer in france reported the au5800 clinical chemistry analyzer generated high c-reactive protein (crp) result drawn from one patient. The reported crp result was around 470 mg/l. On (B)(6) 2021, the customer informed beckman coulter customer technical support (cts) that the patient was admitted to the hospital. It is unknown what medical intervention was provided. The patient¿s plasma sample was tested for crp on an unknown analyzer (unknown methodology) that yielded a lower result of 15 mg/l. Beckman coulter cts confirmed that the sample was from a patient who followed in the oncology service at the hospital.